Event description:
The patient had a revision in (B)(6) of 2014 because she wasn¿t feeling good. She did not know what the reason for the revision was. The patient would not provide any identifying information therefore no additional follow-up is possible at this time.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4).